Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes caused by myopotential oversensing. The signal could be reproduced with coughing. Programming change was made, and the patient remained asymptomatic.